Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2016, a patient was implanted with a gore® acuseal vascular graft in the mid thigh for arteriovenous access. It was reported to gore that on (B)(6) 2016, the patient presented with a seroma in the venous loop graft that increased in size by the next day, to the size of a grapefruit. It was stated that a lymph node may be the cause of the seroma. On (B)(6) 2016, it was stated that upon exploration, the patient had a hematoma not a seroma. The patient also presented with moderate venous stenosis at the femoral vein. The stenosis was not at the anastomosis, but a tightening of the vein itself. A reintervention was performed. It was stated that the patient is on blood thinners which could be a major contributing factor to the hematoma.